Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a robotic-assisted sleeve gastrectomy, while attempting to fire and squeeze the handle the entire length of the reload, the use thought that the reload had been fired the entire length, however, the reinforcement was still attached to the stomach and the suture holding it to the stapler had to be cut. On the specimen side, they could see open staples. They left the problem side in the specimen. They fired the next staple line "under/below" the problem area and removed it from the sleeve that was to remain in the patient. There was no reported injury to the patient following the incident. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of five reloads and one photo provided by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Photos received from the account show the labels for the reloads and the handle as well as tissue with a possible staple line. Visual inspection of the reloads noted that four reloads were fully fired and one was partially fired. Deformed anvil clamping mechanism was identified in two of the fully fired reloads. Knife damage was found on one of the fully fired reloads. During functional testing, the fully fired reloads cycled successfully and the partially fired reload fired the remaining staples successfully. Replication of the deformed anvil clamping mechanism assembly may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution: "preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).